Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing pain relief and stimulation was uncomfortable when it was being run at a higher intensity. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.